Manufacturer narrative:
Na

Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was 56 beats per minute intrinsically, with no pacing support observed during backup vvi. The hardware elective replacement indicator byte could not be obtained, as an error message displayed. Due to telemetry corruption, further troubleshooting could not be performed. Pulse generator replacement would be scheduled due to unresolved backup vvi status.